Manufacturer narrative:
The investigation determined that multiple lower than expected vitros tsh results were obtained on multiple proficiency samples when tested on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined, however, there is no evidence to suggest the vitros tsh reagent or vitros 5600 analyzer contributed to the event. In addition, the matrix of the proficiency samples themselves did not likely contribute to the event as the customer re-processed the same proficiency fluid sample on an alternate analyzer and obtained expected results.

Event description:
The customer obtained lower than expected vitros tsh results on 5 of 5 proficiency samples on a vitros 5600 integrated system. The initial tsh results vs. The target values are as follows: sample k06 yielded 3.24, 3.83, 3.64, 3.79, 3.67 miu/l vs. A target value of 5.613. Sample k07 yielded 0.30, 0.336, 0.322, 0.360, 0.343 miu/l vs. A target value of 0.559. Sample k08 yielded 13.0, 14.2, 14.3 miu/l vs. A target value of 20.47. Sample k09 yielded 3.24, 3.62, 3.77, 3.72, 3.81 miu/l vs. A target value of 5.611. Sample k10 yielded 6.35, 7.35, 7.18, 7.07, 6.81, 6.74 miu/l vs. A target value of 10.82. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. This report is number one of three 3500a forms filed for this event, as three devices were affected. (B)(4).